Event description:
The customer observed falsely elevated alinity I anti-hbs results for patients. The customer noted that there was a change in interpretations between negative and positive for the patients tested with results between 10 and 30; however, no specific patient data was provided. The customer noted variability in the negative control and internal quality controls being higher than usual. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p89, that has a similar product distributed in the us, list number 07p88 (anti-hbs), and a PMA number of p050051.